Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt experienced a shocking or jolting sensation starting about a month prior to report and 'getting worse." It was also stated the pt had impedance measurements that were normal. Troubleshooting was unable to solve the problem. Additional info has been requested, a follow-up report will be sent if additional info becomes available.